Manufacturer narrative:
The investigation for the purge leak-pump has been completed. Data logs were not returned for investigation. Returned product was investigated, and as reported, there was a makeshift luer connection made over the female connection of the pump sidearm. That luer was removed to see the state of the pump's original luer connection, and there were no visual abnormalities. The pump was connected to both purge cassettes that were returned and run in a bucket of water for 15 minutes each while observing. No leaks reproduced at the sidearm luer joint for either purge cassette. Additionally, data logs from this run in the lab confirm that purge pressures and flows were within specification the whole time and no purge related alarms triggered. The root cause of the purge leak was most likely a use issue since the leak was unable to be reproduced on the returned product and no damage to the yellow luer was observed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported that during support of the impella 5.5 the registered nurse was exchanging purge tubing when it was noticed that the female luer lock on the purge side-arm was cracked and missing the ¿lip¿ nearest to the male-luer side. Surgeon decided to hold off on intervention until the morning, but to try to fix the leak by applying teflon tape at luer joint and installing a bypass connection. In the morning, sterilized teflon tape was applied to female luer and clave was attached with successful bypass of leak. No issues were noted over the last 24 hours. There was no harm to the patient.